Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0516 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported via medwatch, "a hole was identified in the hohn catheter. The patient was sent to ir to have the hohn catheter exchanged." No other information provided.